Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that patient presented with signs and symptoms of gastrointestinal (gi) bleeding on (B)(6) 2024. The patient had been off anticoagulation for years due to an extensive history of gi bleeds. The patient received 3 units of packed red blood cells (prbc); hemoglobin (hgb) was 9.8 (the patient noted an increase of fatigue and melena). Colonoscopy was negative. The patient started on octreotide and deemed stable for discharge (B)(6) 2024. Patient history of gi bleeding captured under manufacturer report numbers: 2916596-2020-04745, 2916596-2020-04738, 2916596-2023-02988, and 2916596-2023-06802.